Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had ongoing issues with air bubbles in his reservoir. The size of the air bubbles was approximately that of small soda bubbles. These extended into the infusion set tubing. Customer's most recent blood glucose level was 300 mg/dl. Troubleshooting was performed. Customer had not rewound his insulin pump with the reservoir in place. A fixed prime was performed until air bubbles were no longer visible. It was verified there was no air in the tubing. Customer checked blood glucose again and it was at 233 mg/dl, after he had taken a manual injection. Air bubbles did not persist after a set change. Customer declined troubleshooting for high blood glucose, but the high pressure test was performed and passed with his insulin pump. Nothing further reported.